Manufacturer narrative:
The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ptosis "the ¿waterfall effect¿ is a descriptive term to indicate sliding ptosis of parenchymal breast tissue over a fixed or encapsulated implant. It occurs more frequently than surgeons anticipate and especially over the long term after augmentation. Certain breast implants are more prone to contribute to this problem as are implants placed in submuscular pockets that ride high, especially in women with anatomical musculoskeletal variance or asymmetry". In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident.

Event description:
Colombia. Allegedly, a patient implanted with motiva implants presents bilateral ptosis grade iii. The investigation is ongoing.